Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to concerns of developing chronic otitis. The device was explanted on (B)(6), 2011. There are no plans to reimplant as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).